Event description:
The pt was bilaterally implanted with siltex becker expander/mammary prostheses on 7/7/93. Subsequently the pt experienced bilateral ruptures, bilateral capsular contracture and seroma, breast pain and asymmetry of the left breast.